Manufacturer narrative:
Device received with missing segment or partial display, problem isolated to lcd board. Unable to perform self-test, and displacement test due to missing segment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen went totally blank. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer stated that the insulin pump was fell. Customer stated that they cant read anything it says, cant read anything it says, cant read anything, and dr. Could not change anything. States can read the battery and the time, but not the menu. The insulin pump will be returned for analysis.